Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose was 190 mg/dl. Sensor glucose value was 40-50 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.